Event description:
Additional information received on 26-jun-2024, for mw5150012. Correcting procode information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
It was reported that episodes of noise were noted on the right ventricular (rv) channel which could not be reproduced in the clinic. The noise appeared to correlate with tachycardia events. Other lead parameters were stable and within normal limits. The pacemaker dependent patient did not experience any symptoms associated with the noise. The system consists of a implantable pulse generated, a right atrial lead and this rv lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
It was reported that episodes of noise were noted on the right ventricular (rv) channel which could not be reproduced in the clinic. The noise appeared to correlate with tachycardia events. Other lead parameters were stable and within normal limits. The pacemaker dependent patient did not experience any symptoms associated with the noise. The system consists of a implantable pulse generated, a right atrial lead and this rv lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).